Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the she was hospitalized due to diabetic ketoacidosis (dka) and high blood glucose levels on thursday morning. The customer reported that she had high blood glucose levels of 24 mmol/l. The customer stated that the insulin pump stopped working and it alarmed compromised force sensor system and whenever she cleared the alarm, error came back. The customer's current blood glucose level was 17 mmol/l. The customer reported that she was feeling fatigue and weak. The customer also stated that there was a missing piece of plastic that came off on the side of battery about two years ago. The customer stated that she had an infarction and had a heart issue. It was reported that the customer was treated at by insulin injection. The customer stated that the doctor informed that she had diabetic ketoacidosis (dka) due to the medication invorkana. Troubleshooting was not done at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.